Manufacturer narrative:
One opened/used enlite sensor was inspected and the bicarbonate buffer test was performed and the sensor failed per specifications due to high readings. (B)(4).

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that the sensor was reading 40 mg/dl and the insulin pump went into threshold suspend, but her blood glucose was 90 mg/dl. The customer mentioned two instances where she had differences. For one, the sensor glucose was 46 mg/dl and blood glucose 90 mg/dl and the other the sensor read in the 120 mg/dl range, but blood glucose was over 200 mg/dl. Troubleshooting was done and the recommended insertion and calibration process was discussed. Current blood glucose level was 115 mg/dl. The sensor was replaced and returned for analysis.